Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. False negative results were reproduced during the investigation, however, root cause could not be determined.

Event description:
Customer received three potential false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the three false negative results. See related cases for alternate false negative results. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 18803f, reader sn (B)(4). Customer tested positive on an unknown date with a lucira molecular test and on (B)(6) 2022 with a pcr test. Customer had multiple symptoms and a known exposure. Cartridges were stored within the validated temperature range.